Manufacturer narrative:
Source of air is unk. Multiple products were in use and there was no confirmation of the cause for the air. We have been advised that the facility has also changed their syringe loading and injecting policy to include two techs present at all times. We tested a retain by stimulation and we conducted specification (performance-pressure and mechanical-pull) testing in addition to visual testing. We were unable to replicate the report and passed the pressure and pull test. Also, we saw no non-conformances in the visual inspection. We should note that fluid exits the system during an injection as it is under pressure; because of this, air cannot enter into the system. Thus, if air was present in the system during the injection, it must have been there prior to beginning the procedure and, likely, inadvertently, not purged out.

Event description:
The tech injected air into the pt during a cta procedure. The pt experienced chest pains, was monitored by the facility and was released after they decided he was stable. The pt is okay and simi valley advanced diagnostic imaging has not heard anything negative from the pt to date.